Event description:
During troubleshooting for an unrelated issue, it was discovered that the patient had a connection issue which resulted in a leak. The patient was connected to the setup at the time of the alarm. This occurred during fill one of six of peritoneal dialysis therapy. The patient stated that they may not have been connected properly and did not see any holes or leaks from the tubing. The technical services representative (tsr) advised the patient to start over with new supplies and instructed the patient on how to end therapy. There was patient involvement but no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it provides step-by-step instructions for properly connecting the patient line to the transfer set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.